Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer stated that the emergency medical services came for the low blood glucose. The customer's blood glucose was 395 mg/dl at the time of call. The customer stated that they were given glucose gel and food to treat the blood glucose. The customer stated that they were wearing the insulin pump at the time of event. The customer stated that the settings were too high. The insulin pump will not be returned for analysis.